Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the pace impedance measurements were over 2000 ohms. The clinic plans to continue routine follow up and there were no adverse patient effects. This product remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed possible root causes including a connection issue. Ts discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.